Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Information was also provided that the following day it was identified that the techs were not flushing handpieces in the field immediately following each case. (B)(4).

Event description:
A physician reported that 17 days following a cataract surgery with an intraocular lens (iol) implantation, a patient experienced eye pain and decreased vision. The patient had 4+ cells, trace fibrin across pupil, definitely tass not endophthalmitis. A pupillary expansion ring was used at the time of surgery. The patient is being treated with steroid eye medication every hour while awake. Additional information has been provided indicating that according to the physician there were other potential contributing factors such as the pupillary expansion ring, miosis and intracameral epinephrine. The patient was seen for a follow up visit and the patient had 2+cell. The vision was back to 20/25. She is happy. Slowly tapering the steroid medication.